Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board required replacement to address the issue. The device was returned to the customer unrepaired due to the customer declined service. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf115) related to atmospheric pressure measurement. There was no patient harm or serious injury reported as a result of this incident.